Manufacturer narrative:
One sample model 2426-0007, lot 25053161 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and loaded into the alaris pump. A short infusion was run at 100 ml/hr. No observation of leak or separation. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by the customer that IV primary tubing leaving at hub right below pump.